Event description:
It was reported that the device was fired twice, and on the third firing it stapled only halfway, but appeared to cut completely. Add'l resection of stomach was required and g-tube was placed. Case was finished with same instrument.